Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with a cracked reservoir tube lip. Unable to confirm the unexpected battery out limit alarm due to the unresponsive keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit and it was impossible to clear it. The act button on the device wasn't responding. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.